Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and replaced the turbine and the problem was corrected.

Event description:
The customer reported that while in patient use the ventilator alarmed "motor fault". The patient was removed from the ventilator and placed on another ventilator, no patient harm.